Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment. A visual examination of the returned capio device was found visually in good conditions, the handle, head and catcher were observed in good shape. However, the carrier was observed with residues and misaligned. A functional analysis was performed and revealed that the dart was loaded into the carrier and it deployed properly and penetrated into the cage without problem (it was performed three times); however the carrier was observed misaligned to the right. An x-ray examination was also performed and revealed that the core wire was kinked. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The failure mode carrier misaligned could have been caused by the kinked observed in the x ray. Several attempts and an excess of tension applied to the suture during the actuation of the device could generate the core wire kinked affecting the performance of the capio. For this reason, the conclusion code (probable cause) for this problem is "adverse event related to procedure." In addition, the reported complaint of dart detachment of device or device component could had happened due to the tension applied to the device during use. However, due to lack of evidence and suture not being returned, the reported complaint cannot be confirmed. For this reason, the conclusion code for the problem of dart detachment is "no problem detected".

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a mesh hysteropexy + anterior vaginal plasty procedure performed on (B)(6) 2021. During deployment, the dart detached from the suture inside the patient. Reportedly, the dart was located through palpation of more or less 4cm and subsequently removed by hand. There were no patient complications reported as a result of the event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a mesh hysteropexy + anterior vaginal plasty procedure performed on (B)(6) 2021. During deployment, the dart detached from the suture inside the patient. Reportedly, the dart was located through palpation of more or less 4 cm and subsequently removed by hand. There were no patient complications reported as a result of the event.